Event description:
A loss of therapeutic effect with an implantable neuro stimulator (ins) was reported. The patient was able to get control of symptoms, but the therapeutic effect would be sufficient for only 5-7 days and the ins would need to be reprogrammed. It was reported that lead impedance measurements indicated an open circuit on electrode 0 for the left lead and high out-of-range impedances for some vectors for the right lead. In 2011, the patient received benefit for 2-5 days before programming was needed. The loss of therapy was reported to not be position dependent. It was reported that in 2012, chronic postural stability became worse. Reprogramming has been attempted, but desired tremor control is not optimal. Open circuits on electrodes 0 and 3 were reported for the left lead and multiple high impedances for all electrodes of the right lead were reported. It was reported that the health care professional (hcp) plans to use x-rays to evaluate integrity of the leads.

Manufacturer narrative:
Concomitant medical products: product ID 748266, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748266, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7428, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v013886, implanted: (B)(6) 2007. Product type: lead: product ID 3387s-40, lot# v013886, implanted: (B)(6) 2007. Product type: lead. (B)(4). F